Event description:
Patient reported: (B)(6) 2006 -- patient underwent open bilateral inguinal hernia repair procedure with recalled mesh placement on each side. On (B)(6) 2006 -- patient complained of pain since the time of the mesh placement. Patient was followed by pain clinic for pain management. On (B)(6) 2008 -- patient had onset of emesis and pain, which subsequently led patient to the emergency room. The patient was taken to the operating room and the right side mesh was explanted. The patient reported the mesh ring was broken and the mesh had eroded into her bowel, which caused the bowel to rupture. On (B)(6) 2010 -- the patient reported she is currently experiencing pain in the site of the left mesh placement, has neuropathy in the left leg and is undergoing pain management with various medications to treat this.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Although no invasive intervention has been taken to date, we are filing the report due to the reported medical intervention. See MDR 1213643-2010-00280 for information related to the composix kugel mesh implanted on (B)(6) 2006. Currently, it is unknown whether or not the device may have caused or contributed to the event as the mesh remains implanted and is not available for evaluation nor has a specific product problem been reported. No conclusion can be drawn at this time.